Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current and high active current, problem isolated to pcb 2.

Event description:
The customer reported via phone call that their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was 167 mg/dl. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.